Event description:
Saline and iodine contrast injected. Infiltration occurred.the hospital's standard protocol always includes testing the line for patency using a saline filled syringe, prior to power injection.